Event description:
Device malfunction: inner hypotube separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician was performing internal iliac artery revascularization with an xceed stent. Reportedly, after deploying the stent, as the stent delivery catheter was being removed, the inner I-beam hypotube separated from the outer catheter. The device remained on the guide wire and it was removed uneventfully. The lesion was described as non-tortuous and with moderate calcification. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the device was received in the fully deployed state. The complaint was consistent with a separated inner core/I-beam assembly from the device. Adhesive was presented on the proximal end of the inner core and also observed on the inner core was a damaged distal marker band and inner core tip. Both of the observed inner core irregularities at its distal end are consistent with interference encountered during device removal. The root cause for the complaint is likely an anatomical feature; however, this cannot be confirmed. A review of the finished device lot history record did not produce any findings relevant to this investigation.